Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the clinical investigation and device manufacturer's evaluation.

Event description:
A continuous cycling peritoneal dialysis (ccpd) patient called technical support stating that he was receiving air in cassette alarms and experiencing shoulder pain. He also stated that he was being treated for peritonitis. Upon follow up with the patient's pd nurse, she stated that she was aware of the patient's air issues and complaint of pain. She also confirmed the patient was diagnosed and being treated for peritonitis related to non-adherence to aseptic technique. She is not sure where the air would have originated causing the shoulder pain, but since using the replacement cycler, there have been no additional issues. The patient remains with the ccpd program in stable condition continuing his antibiotics and the use of the replacement cycler. She agreed to provide the patient's medical records.

Manufacturer narrative:
Device eval: the actual device was returned to the MFR for physical eval. A visual inspection of the returned cycler exterior showed no sign of physical damage. No burrs or sharps in cassette area that may have punctured a cassette membrane. The load cell value and verification were within tolerance. The valve actuation test and system air leak test passed. The simulated treatment was performed and completed without any failures or problems. No fluid leaks in the test cassette during the test treatment. There were no discrepancies encountered in the internal inspection of the cycler. Clinical investigation: based on the 32 pages of medical records info, it appears that this (B)(6) white male esrd pt started pd therapy, on (B)(6) 2015. On (B)(6) 2015, effluent expressed from the pt's pd catheter was collected, cultured, and showed an elevated white cell count of 1451mm3, had a hazy appearance, grew staphylococcus epidermidis and coagulase negative staphylococcus, and the pt was diagnosed with peritonitis. On an unk date, the pt started antimicrobial therapy; drug name, dose, route, and frequency unk. On (B)(6) 2015, the pt started vancomycin 2000mg ip route once a week for three weeks. As (B)(6) 2015, the pt completed their vancomycin prescription, the episode of shoulder pain has resolved with replacement cycler. There is no documentation in the medical record supporting a possible association between the liberty cycler. Liberty cycler cassette and the event of peritonitis. The pt was at increased risk of developing staphylococcus and epidermidis and coagulase negative staphylococcus peritonitis due to a leak in aseptic technique which increases the susceptibility of peritoneal infections.